Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received pump error alarms. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer was advised to program a normal bolus. The customer stated that the bolus amount did not record in the history on the first bolus then was recorded on the second bolus. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Device passed self-test. The pump was uploaded using carelink pro. Carelink pro listed all test data. No history anomaly noted on carelink pro. Device received with scratched case.